Event description:
It was reported that one day after a right transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke. There were no blood pressure issues reported during the procedure and the patient passed the post procedure neurological check. The physician stated that the stent was patent with no evidence of embolic thrombus. Imaging revealed multiple new white lesions throughout the right hemisphere consistent with a right-sided embolic event. The patient has not made a complete recovery. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.